Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the shock cushion on mayfield ultra base unit (a2101) was worn down and unsafe when locking. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the shock cushion is worn. The 6in transitional was replaced due to worn teeth. 1/4 pin and adjustment wrench was replaced. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is also required. No further investigation is required based on the acceptability of risk and no adverse trends are identified. This will be monitored and trended going forward.